Event description:
It was reported the lens was removed and replaced at 6 months postop due to deposits on the posterior surface. The surgery was completed without complications.

Manufacturer narrative:
Lens was received cut in 2 pieces, inspected under 10x magnification. There were no deposits noted on the posterior surface of the optic. Instrument marks were observed, most likely caused during implantation or removal of the lens. Product history records were reviewed and indicate product met release criteria. The cause of this event is undeterminable.